Event description:
A positive immulite 2500 troponin assay result was obtained on a pt sample. The sample was retested twice on the same instrument and a third time on a different instrument. All three retest troponin results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specs. No further eval of the device is required.